Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, a conclusive cause for the patient effects could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Outcomes to adverse events, date of event, implant date: estimated dates. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The scaffolds remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device issue and patient effects referenced in the description of event is being filed under a separate medwatch report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. Literature attachment: ¿poly (l-lactic acid) bioresorbable scaffolds versus metallic drug eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials". (B)(4).

Event description:
Details are listed in the attached article, titled ¿poly (l-lactic acid) bioresorbable scaffolds versus metallic drug eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials." It was reported through a research article identifying absorb bioresorbable vascular scaffolds that may be related to the following: patients experiencing cardiovascular mortality, myocardial infarction, restenosis, target lesion failure, ischemic complications, thrombosis related to malapposed scaffolds and target lesion revascularization. No additional information was provided.